Event description:
The pt received two trial leads (with the same lot number) on (B)(6) 2011. It was reported the trial leads were removed earlier than scheduled due to pt symptoms that included headache and nausea. The physician suspected a wet tap at the insertion site, and he performed a blood patch on the day the leads were removed. F/u identified the symptoms had resolved. No imaging was performed after the onset of the symptoms. The physician had no add'l intervention planned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.